Event description:
The account alleged the foot brake caster and brake steer caster are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake caster and the brake steer caster to resolve the issue.